Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an ipg communication issue. The patient underwent a surgical procedure around 3 weeks ago and the device was not placed into surgery mode. A field representative met with the patient and was able to reconnect with the ipg which resolved the issue.

Manufacturer narrative:
The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.